Event description:
The pump was returned to animas. Evaluation revealed that corrosion in the force sensor assembly and a damaged flex cable in the force sensor circuit. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during testing, the load step was unable to be completed due to a "no cartridge detected" warning. The pump was opened and corrosion was observed in the force sensor assembly. The force sensor was removed and the flex cable was found to be damaged. Unrelated to this issue, the keypad was observed to be peeling and corrosion was present on the button contacts and keypad flex cable. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Also unrelated, the display screen was found to be faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). Recall# 2531779-03/24/2010-003-r.